Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to less than 70 mg/dl. The patient was losing consciousness. For treatment, the patient was given no treatment. The pod was worn between 1 and 4 hours on the infusion site.